Manufacturer narrative:
Evaluation of the returned sep7d confirmed that the device was fractured. Evaluation revealed that the device was fractured distal to the bulb. This type of damage typically occurs if the device is manipulated against resistance during use. Based on the reported event, the root cause of this damage could not be determined. The distal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the arteriovenous (av) fistula, basilic vein, and subclavian vein using an indigo system separator 7d (sep7d), indigo system aspiration catheter 7d (cat7d), and a non-penumbra guide catheter. During the procedure, the physician completed two passes, and the thrombus was removed from the target location using the sep7d and cat7d. After the pass, while removing the sep7d, the physician noticed under fluoroscopy that the distal end of the sep7d had fractured. Therefore, the physician used a snare device to remove the fractured portion of the sep7d. The procedure had ended at this point and the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.